Event description:
During follow-up, the patient had bradycardia. The device could not be interrogated and did not respond to the magnet. Premature battery depletion was suspected. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information was requested but was not available.

Event description:
During follow-up, the patient had bradycardia. The device could not be interrogated and did not respond to the magnet. Premature battery depletion was suspected. The patient passed away due to a non-cardiac cause.